Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine disk drive was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed 'cine disk inoperable' and 'corrupted image' error messages, which rendered the cine functionality inoperable. There is no report of pt injury.